Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after being implanted, the lead was removed due to placement difficulty. No further information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at explant. The analyst noted that the lead was returned with helix retracted and tissue visible inside, used alcohol to loosen tissue, helix extends/retracts within specification. Lead passed introducer test. Outer insulation is cut at 6.7cm. If information is provided in the future, a supplemental report will be issued.